Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for 1 pregnant patient tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The erroneous result was not reported outside of the laboratory. The initial hcg + b result was 0.627 miu/ml. The sample was repeated and the result was > 10000 miu/ml with a data flag. The sample was repeated with a 1:100 dilution and the result was 50277 miu/ml with a data flag. The result of 50277 miu/ml was believed to be correct. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 240444. The expiration date was not provided. Calibration from (B)(6) 2018 was acceptable. Qc was acceptable. The customer uses 11 mm sample tubes which are not specified for the e411 analyzer. The customer centrifuges samples for 3 minutes at 3000 rpm. This time may be insufficient. No issues were identified during a review of the alarm trace. The customer did not use rack adapters with sample tubes. Liquid flow cleaning was last performed on (B)(6) 2018 which is ok. The investigation was unable to find a definitive root cause.